Event description:
A cornary stent with delivery system was successfully advanced to the target lesion site located in the pt's left anterior descending artery. Upon the initial inflation attempt, it was reported that the balloon burst at 3 atmospheres of pressure. As a result, the stent was only partially deployed. In response, the physician decided it was necessary to send the pt for coronary artery bypass graft surgery. The surgery was successful. There was no add'l info reported relative to this event.

Manufacturer narrative:
The results of the product evaluation revealed a two stage circumferential fracture observed in the mid-body of the delivery balloon. The initial cause of the balloon fracture could not be determind through the evaluation of the returned device due to the fact that the mid to distal portion of the delivery balloon was not returned. The distal inner member was noted to be uncoiled and elongated due to the presence of dried blood which had caused the inner member coils to adhere to the guidewire. A corrective action investigation had been initiated in response to reports of this nature and is currently in progress.